Event description:
It was reported via repair work order that the fowler was not able to lower to its flat position manually/electronically due to bent fowler weldment and malfunction fowler actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.